Event description:
It was reported that a tx60g and two xr60g's were used during a intervention of sigma cancer. It was reported by the affiliate that the stapler tx60g has been used to close the distal part of the bowel. The surgeon noted that the suture line was not complete. He checked at the cartridge and saw that the guides for pushing the staples were asymmetric. The surgeon tried to make the suture with another cartridge, but he didn't succeed. A new tx60g was used to complete the case. There was no injury to the patient.